Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported false detection of a set loaded without a reload or unload set message at load point 3 and 4 which was reproduced and found to be caused by a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false detection of a set loaded without a reload or unload set message at load point 3 and 4. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.